Manufacturer narrative:
(B)(4). A third party service agent evaluated the customer's device and verified the reported issue. The therapy and system controller pcb assemblies were replaced, which resolved the reported issue. Proper device operation was observed through functional and performance testing. The device will be returned to the customer for use. The device was not returned to physio-control for an evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer reported to physio-control that their device cannot retain the user settings and defibrillation energy charge is inoperative. As a result, defibrillation would not be possible, if it were necessary. There was no patient use associated with the reported event.

Event description:
The customer reported to physio-control that their device cannot retain the user settings and defibrillation energy charge is inoperative. As a result, defibrillation would not be possible, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿(B)(4).